Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that during a cataract surgery with intraocular lens implant procedure, the health care professional noticed stray bits of plastic from the cartridge. The plastic was adherent to the lens and it was removed by irrigation and aspiration. Additional information was requested, but no further information is available.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Nine unopened company cartridges were returned. One of the returned company cartridges was opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumen. The company cartridge was functionally tested per the instructions for use (IFU). No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A photo was provided of a single-piece monofocal toric lens in the eye. A linear material was observed, which appeared to be under the lens. The nature and origin of the material cannot be determined from the photo. The lens model/diopter, handpiece and viscoelastic being used were not provided. It is unknown if a qualified combination was used. The root cause for the reported complaint could not be determined. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. One of the unopened company cartridges returned for the reported lot was evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter, handpiece and viscoelastic were used. Per the IFU: the company intraocular lens intraocular lens (iol) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company ¿ cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).